Manufacturer narrative:
During pre-repair assessment performed by a technician, the device was found to be not functioning properly and exhibited above-specification temperatures; the cause is normal wear. Device was repaired and returned to the customer.

Event description:
It was reported that the attachment was not catching. This is report 1 of 1 for com-(B)(4).